Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported while a patient was wearing a pod between 1 and 4 hours their blood glucose level rose to over 250 mg/dl. Once the pod was removed from the infusion site the needle was found to have been in the cannula, thus the needle had not retracted at initial activation. As treatment, the patient applied a new pod and administered a bolus.

Manufacturer narrative:
The returned device was evaluated and received with the formed needle extracted out of the pod, confirming the reported event of needle not retracted. During investigation, when the top housing of the pod was opened, formed needle was found not seated in the slide retract. The slide retract had also damaged indicating that the formed needle was incorrectly installed. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying needle. There was evidence of blood on the adhesive pad. The exposed formed needle contributed to the reported bleeding at the pod infusion site.